Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2500 mcg/ml baclofen at 1553 mcg/day and 10 mg/ml dilaudid at 6.2 mg/day via an implantable pump for intractable spasticity and multiple sclerosis. On 2016-09-19, it was reported that the patient was experiencing worsening spasticity in their legs beginning on (B)(6) 2016. The patient was scheduled for pump replacement as a result of elective replacement occurring 2 months two months later. The pump was replaced on (B)(6) 2016. The catheter was successfully aspirated during the replacement surgery and found to be patent and no stalls were documented in the pump logs.

Event description:
Additional information was received from propharma on 2016-oct-28. The physician noted on (B)(6) 2016 that the outcome of the events as the patient did okay. The physician stated the events were more of an issue with a new pump efficiency versus old pump and was not a complication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.